Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on an unknown date. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient experienced pelvic pain due to her activity level, post procedure. The patient did not opt for medical intervention and was referred to another doctor if the pain did not subside. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).